Event description:
It was reported, the pt¿s scs system was explanted due to an (B)(6) infection at her scs ipg pocket site. The pt was treated with IV antibiotics. Follow-up identified the pt was discharged from the hospital and is following up with a separate physician for treatment.

Manufacturer narrative:
Eval: method ¿ the device history and sterilization records were reviewed. Results ¿ the device history and sterilization records reviewed found to meet specifications and no anomalies related to this event were found. Conclusion ¿ the cause of the reported complaint could not be determined for the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.